Manufacturer narrative:
One (1) used sample list #011-h3393 was returned for evaluation. As received one of the adaptors was received separated from the trifurcated connector. Once the parts were analyzed with uv light an insufficient solvent coverage on trifurcate and adaptor were confirmed. No damage or excessive force being applied on the separated parts was observed. The remained adaptor was torque tested and this failed the product specification, the separated adaptor was observed through uv light and not enough presence of solvent was confirmed. Complaint of disconnection can be confirmed based on the physical sample evaluation. The probable cause was due to a bonding error during manual process assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp where the customer reported that at the moment of adapting the chemo tubing on the tree, the connector has disconnected, it stayed their hands. The event happened around 10.00 a.m. The device was in clinical use at the time of the event and was connected to the patient. There was no adverse event/human harm and no need of medical intervention. There was a 5-minute delay while changing all the equipment (tubing, shaft, rinses, etc.). The treatment was fully administered. No leak, no contact with the patient and no contact with the healthcare provider and no impact on them. No visible default noticed before use. No other tear, hole or cut. There was patient involvement but no patient harm.